Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.